Event description:
The following info was obtained in review of a journal article and reports the in-stent restenosis of the distal left main approx within 3 mos post cypher implant. Pt outcome is unk. This pt had (2) cypher stents implanted as noted below with restenosis: 1. Cypher 3.5 x 23 - crushing technique. Restenosis was in the distal lm (focal) and treated with cypher stent. 2. Cypher 3.5 x 23 - kissing technique. Restenosis was in the distal lm (focal) and treated with CABG.